Event description:
Pt had hybresis/iontophoresis at last pt visit (B)(6) 2010 - 10th into treatment, using hybresis 9 out of 10 times-. Pt reports that she left that patch on for the allocated 2 hours following her treatment session, when she took the patch off she reports that the electrode was black and discolored. Later her skin pigmentation darkened/reddened in the area where the patch had been. Patch was thrown away by pt.